Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that in the early afternoon of (B)(6) 2013, she suffered a loss of consciousness because "she was unable to test". Customer was "brought to the ER", diagnosed with hypoglycemia, and administered glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The returned meter powered on with test strip insertion. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1366515) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.